Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred and the blower motor was replaced to address the issue. During evaluation at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue. Evaluation conclusion device has been evaluated but not repaired, pending customer approval of the estimate.